Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted that a high percentage of samples at the site had fibrin, micro- fibrins, and/or bubbles. Therefore this was most likely the cause of the event. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. Based on the provided calibration and qc data, a general reagent issue was not suspected.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 156.3 miu/ml and was reported outside of the laboratory. The result was questioned and the sample was repeated on (B)(6) 2017 with a result of 46039 miu/ml. The reported result was corrected and the patient was not adversely affected. The reagent lot number was 210151 with an expiration date of 31-may-2018.